Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismax machine ¿alarmed for a critical system error (system not responding) and showed a window stating the machine would have to be shut down suddenly and without prior warning. Up until this point the machine had run without issue and all pressures concerning the filter were within a reasonable range that would not lead staff to suspect a machine or set failure. The machine would not allow for blood return so the set had to be taken down without returning any of the patient's blood. Staff were then able to quickly heparinize the dialysis line and switch out the machine to a new one to resume crrt (continuous renal replacement therapy).¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: it is possible to manually return the ec blood. If not returned, the blood loss will be limited to the ec circuit, which accounts for 5-10 % of the patient¿s blood volume. Losing this volume of blood is not expected to result in any significant patient harm in a vast number of patients. This does not have the likelihood to cause or contribute to death or serious injury. Alarm situations would only result in delay in therapy and are intended to notify the user of conditions with the machine or setup. Should additional relevant information become available, a supplemental report will be submitted.